Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment of cerebrovascular malformations using the apollo catheter, a micro-guidewire became stuck in the device. The procedure involved accessing the femoral artery, which had a diameter of 10 millimeters and minimal vessel tortuosity. When preparing to withdraw the guidewire, it couldn't be pulled back as the micro - guidewire got stuck in the apollo device.  Catheter resistance was encountered at the distal end. The micro-guidewire and the apollo device were eventually withdrawn from the blood vessels together. A new catheter was used to complete the surgery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the guidewire was not a medtronic device.

Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: vis (m-78210), 203cm ruler (m-83360). Drawing(s) referenced: none. As found condition: the apollo catheter was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: a syringe adapter was returned connected to the apollo catheter hub. No damage was found with the apollo catheter hub. The apollo catheter body was found wavy from 116.0cm to 124.0cm and from 130.0cm to 136.0cm from the proximal end of the catheter hub. The apollo catheter distal tip was found intact and in good condition. Testing/analysis: the apollo catheter was flushed; water exited from the distal tip. Conclusion: based on the device analysis and reported information, the customer¿s ¿guidewire stuck¿ report could not be confirmed. Possible causes of ¿guidewire resistance/stuck¿ include incompatible devices, patient vessel tortuosity, catheter damage, guidewire damage, insufficient catheter flushing, or insufficient guidewire preparation. The guidewire used in the event was not returned with the apollo catheter. In addition, the make/model of the guidewire was not reported. The patient¿s vessel tortuosity was ¿minimal¿. The damage found with the returned apolo catheter (wavy) is likely to be caused by pushing/pulling the guidewire against resistance. However, the cause of the catheter damage and guidewire resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.